Event description:
It was alleged the device lost suction causing it to overheat and making it difficult for the surgeon to visualize the surgical site. No patient or user injury was reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is possible that the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. The instruction for use (¿IFU¿) contains warnings and precautionary statements regarding maintaining proper suction flow. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.